Event description:
It was reported that the connection between dpt and three-way zero stopcock got loosened, rotated and disconnected before use. Though the customer tightened the male connector of dpt, the connection rotated. The device was discarded by the hospital. There were no patient complications reported.

Manufacturer narrative:
No product was returned for evaluation, it was discarded at the facility. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.